Manufacturer narrative:
Correction to d9 as the device will not be returned at the time of this report. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the high flow insufflation unit failed to maintain or recover lost "pneumo" during suction. The reported issue occurred during a therapeutic laparoscopic cholecystectomy procedure. The procedure was subsequently completed with an unspecified device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
At this time olympus has not received this device back for testing and evaluation. Should the device be returned, an evaluation will be completed, and a follow up report will be submitted. Related complaint: (B)(4) uhi-4 high flow insufflation unit, serial number (B)(6).